Event description:
Caller states that there was a incident of the connector on the distal end breaking and a part of the tube went into the patient lung. Caller states that the same incident occurred on two patients. Caller states both events happened in the ICU. Caller states both patients had to be reintubated but (B)(6) states that they tolerated the procedure well. Caller states that the patients have a kimberly clark closed suction system. No further details regarding the circumstances of this report are available.

Manufacturer narrative:
The sample associated to this report will not be made available for analysis, the reporter provided new info on (B)(4) 2013 that the sample cannot be retrieved.